Manufacturer narrative:
Tech found that the head section would not raise. Manual would not work either. Problem due to bad cylinder. Replaced head cylinder to resolve this issue.

Event description:
Complaint info indicated that the head section will not raise. No injury reported.